Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via sems-07269510 that an ar-3638h knotless hip fibertak's sutures broke when tightening the lasso resulting in loosening at the point. This was discovered during a procedure with no patient harm. The fibertak anchor was removed, and the case was completed with a pushlock device. A 10-minute delay was experienced.